Event description:
The customer reported the alarm has no power detected during setup with caregiver at bedside. The customer reported the batteries have been changed and there is no visible damage to the outside of the alarm. The customer did not specify when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Evaluation, results: evaluation of the returned product did not confirm the reported issue; the alarm powers up when using new batteries. The alarm passes all functional tests. The battery springs inside the battery compartment are bent. The battery door is cracked on the inside however; the battery door still closes properly. Aqualert water indicator label has slid down. Note: instructions for use for battery replacement states: slide battery door open and flip it up, do not attempt to remove battery door; it does not separate form the alarm. Carefully remove batteries to avoid damage to battery door. Hold alarm vertically upside down to prevent battery spring from bending during battery installation. Insert four (4) new "aa" alkaline batteries. Take care not ot damage battery contacts. Flip battery door down. Push down gently on batteries and slide battery door closed until it clicks shut. After changing batteries, test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them wit a properly functioning alarm and/or sensor. (B)(4).